Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and the subsequent treatment appears to be related to the circumstances of the procedure. Factors that contribute to blockage/no pulsatile flow from the marker lumen, include, but not limited to, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. In this case, it is likely patient anatomical conditions contributed to the difficulty to get a mark as it marked the second insertion. The plunger was pulled inadvertently for positioning. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - catalog # updated. D9, h3: device returning updated from yes to no. H6: rdc code 2017 was removed as the removal of the plunger was incidental and not done on purpose by the physician, therefore code 2017 was removed.

Manufacturer narrative:
H6 medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the proglide initially had problems finding pulsatile blood flow through the lumen marker. It was attempted to go deeper a few times and ended up retrieving the proglide and introducing it again until pulsatile blood flow was finally noted. Step 2 was performed correctly, but then the device was retracted (not with the handle but with the body), and accidentally took the plunger out, skipping step 2. As it was expected, there was no suture whilst pulling back the plunger. A second proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.